Manufacturer narrative:
Visual assessment of the anchors showed no abnormalities. Dimensional assessment of the anchors found them to meet print specifications. With the limited clinical information provided regarding site preparation, bone quality and specific procedural application no root cause can be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device. (B)(4). (B)(6).

Event description:
It was reported that during an acl procedure, the anchor pulled out of the bone. A new hole was required, thus leaving the initial hole empty. No patient injury or further complications were reported.